Event description:
Customer reported an issue with accutorr plus monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacements of the unit's spo2 board. Unit was calibrated and was tested to factory's specs.